Event description:
It was reported that inadequate apposition of a stent occurred. The lesion in the distal left anterior descending artery (lad) was roughly 75% blocked, fibro-calcific, and moderately tortuous. After successful pre-dilation, a 2.25x24 mm promus elite stent was placed. However, the distal strut of the stent was noted to overlap with the plaque. Consequently, the physician deployed a smaller 2.25x12 mm promus elite stent to cover the area with the highest plaque burden effectively, ensuring the stent strut spanned from a healthy to a healthy zone. The procedure was completed with an alternative device, and no patient complications were reported. It was further reported that the physician just decided to exchange the device for a smaller one with no device allegation.

Manufacturer narrative:
B5 describe event or problem: updated to include new information obtained.

Manufacturer narrative:
B5 describe event or problem: updated to include new information obtained.

Event description:
It was reported that inadequate apposition of a stent occurred. The lesion in the distal left anterior descending artery (lad) was roughly 75% blocked, fibro-calcific, and moderately tortuous. After successful pre-dilation, a 2.25x24 mm promus elite stent was placed. However, the distal strut of the stent was noted to overlap with the plaque. Consequently, the physician deployed a smaller 2.25x12 mm promus elite stent to cover the area with the highest plaque burden effectively, ensuring the stent strut spanned from a healthy to a healthy zone. The procedure was completed with an alternative device, and no patient complications were reported. It was further reported that the physician just decided to exchange the device for a smaller one with no device allegation. It was further reported that there was no malfunction noted on the device.

Event description:
It was reported that inadequate apposition of a stent occurred. The lesion in the distal left anterior descending artery (lad) was roughly 75% blocked, fibro-calcific, and moderately tortuous. After successful pre-dilation, a 2.25x24 mm promus elite stent was placed. However, the distal strut of the stent was noted to overlap with the plaque. Consequently, the physician deployed a smaller 2.25x12 mm promus elite stent to cover the area with the highest plaque burden effectively, ensuring the stent strut spanned from a healthy to a healthy zone. The procedure was completed with an alternative device, and no patient complications were reported.